Manufacturer narrative:
Concomitant medical products: product ID: sedr01 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising and variable impedance that went to high values. The lead was capped and replaced. No patient complications have been reported as a result of this event.